Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the annulus upon repositioning and was unable to be retrieved from the patient body. The valve was subsequently deployed in the abdominal aorta. A second valve was placed. No adverse patient effects were reported.